Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a laparoscopic procedure, the surgeon had to revert to an open procedure because the unit did not function. It was further reported that the images were red and appeared similar to looking through night vision goggles.